Event description:
It was reported that the insulin pump over-delivered insulin. The customer experienced a low blood glucose event. The insulin pump was accidentally set to maximum bolus. Customer stated that the main menu allows the down arrow button to scroll to maximum insulin dosage without the customer being aware. The customer received 12 units of insulin. Customer almost passed out at home, he had to treat with large amounts of sugar to contract the insulin. No hospitalization occurred. The low was severe. Customer no longer uses the medtronic insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.